Manufacturer narrative:
(B)(4). (B)(6). The lot was manufactured from may 26, 2015- may 28, 2015. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. The device was discarded; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a large volume infusor leaked solution from its filling port. There was no patient involvement as this occurred before patient use. No additional information is available.